Event description:
On (B)(6) 2024, a 49-year-old male patient underwent robotic convergent procedure and concomitant left atrial appendage exclusion with pro235 atriclip device. After positioning clip device, anesthesia checked placement with tee probe, at which time anesthesia could not locate heart. Shortly after, the patient decompensated hemodynamically. The first assist opened the clip and removed it. At this time the patient went into ventricular tachycardia / ventricular fibrillation. The patient was defibrillated x 3 attempts without return to normal rhythm. The surgeon performed thoracotomy and manually pumped the heart after which the patient's rhythm and hemodynamic status normalized. The surgeon finished the procedure and placed the clip device via thoracotomy. The surgeon stated that the combination of the robotic arm and the tee probe caused the patient's compromised status and the event was not related to the placement of the clip. The patient recovered without further reported incident. There was no reported device malfunction, and the event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.